Event description:
There was a report of unexpected shutdown, but the specific details of the complaint were not provided. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.